Event description:
Patient reported that their tooth cracked in half and caused so much pain. They had two molars extracted with bone grafts. Requested diagnostic findings and further information.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.